Manufacturer narrative:
The 23mm certitude delivery system was returned inserted through complete loader assembly.  The returned delivery system was visually inspected, and the following was observed: the inflation balloon burst in radial and longitudinal. No missing pieces for balloon material. The 3mensio was provided by the complaint site and the following observation were made: observed calcification on the native leaflets. Observed calcification on the stj (sinotubular junction). Per the instructions for use (IFU), arrhythmias are known potential adverse events associated with balloon valvuloplasty, the use of local and/or general anesthesia, aortic valve replacement and the overall tavr procedure. Peri-procedural ventricular arrhythmias can be associated with patient and procedural factors such as poor ventricular function, inadequate coronary perfusion, hypovolemia, annular rupture/ aortic dissection, cardiac tamponade, wire and catheter manipulation and prolonged or repetitive runs of rapid pacing. [During the ta procedure, ventricular arrhythmias can also be associated with apical access and/or significant bleeding from the access site.] These patients can be non-operative or high risk, have complex medical histories and multiple co-morbidities. They are routinely administered multiple vasoactive drugs during the procedure and are intentionally made hypotensive, utilizing rapid ventricular pacing, to facilitate accurate valve deployment. As a result of these factors, intra-operative arrhythmias and hypotension are not uncommon and are treated with standard therapies, including additional vasoactive drugs or electrical conversion. It is also not uncommon to initiate brief chest compressions or cardiac massage to facilitate distribution of these vasoactive drugs. If these standard maneuvers are not adequate, initiation of cardiopulmonary bypass (cpb), insertion of iabp, and/or conversion to open surgery may be required. The complaint for ¿balloon ¿ burst¿ was confirmed based on the condition of the returned device, but no manufacturing nonconformities were found in the returned sample. A detailed root cause analysis for similar returned complaints has been summarized. The technical summary provides a rationale as to why it is unlikely that a product defect or manufacturing non-conformance contributed to this type of event, and it details why balloons are subject to increased risk of burst in a calcified annulus. Per imagery review, patient had calcified leaflets and stj (sinotubular junction).  The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested for rated burst pressures well above their inflation pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. The technical summary also outlines the extensive manufacturing mitigations in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing that occurs with every manufactured lot).  Therefore, available information suggests that patient factors (calcification) contributed to the complaint event. The root cause of the ventricular fibrillation was likely due to patient and procedure related factors. Since no edwards defect was identified in the evaluation, no corrective or preventative action, nor product risk assessment is required.

Manufacturer narrative:
Supplemental report submitted to include additional information received through follow-up. It was reported that the patient was discharged and is doing well. No additional details were provided.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
UDI: (B)(4). The investigation is in progress. A supplemental report will be submitted.

Event description:
As reported by the hospital staff, during transapical access for a 23mm sapien 3 transcatheter valve, the balloon of the certitude delivery system ruptured during deployment. The balloon was fully inflated when the rupture occurred. A bavc was not used. There was no any extra volume added to the balloon prior to the inflation. There was no need to re-dilate the valve and the delivery system was able to be removed from the body. Per report, the patient required CPR and intra-aortic balloon pump (iabp) due to vfib and left the room stable with an iabp in place. The patient was transferred to the ICU.